Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the ipg as recommended. In turn, the ipg turned inoperable. The ipg was explanted and replaced which resolved the issue. Reportedly, the patient received effective stimulation postoperatively.